Event description:
Per end user the unit will not power on correctly. The end user states this was happening intermittently in the past months but now happens often. End user advised when turn unit on now does not go through test and blows lightly.